Event description:
One pt sample with thyroid testing results that do not fit the clinical picture. Initial tsh result 0.098 mu/l, free t4 result 69.5 pmol/l, and free t3 result of 24.42 pmol/l. Same sample repeated using 3 different methods gave results of 0.61 mu/l, 0.09 mu/l, and 0.36 mu/l for tsh, 22.5 pmol/l, 80 pmol/l, and 27 pmol/l for free t4, and 5.1 pmol/l, 25 pmol/l, and 6.31 pmol/l for free t3. If additional info is received, appropriate notification will be provided.